Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter was suspected to be leaking during placement. Therefore, it was removed and replaced with a new one. No injury to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one single-lumen catheter. Signs of use in the form of biological material were observed on the returned catheter. A catheter clamp and fastener were attached towards the proximal end of the catheter body. Visual analysis revealed a hole between the catheter clamp and the juncture hub. Microscopic analysis confirmed the damage, and the edges of the hole appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, needle bevel, etc). The hole in the catheter measured 19 mm from the juncture hub. The catheter body length measured 207 mm, which is not within the specification limits of 201.5 mm - 210.5 per catheter product drawing. The catheter outer diameter measured 1.67 mm, which is within the specification limits of 1.65 mm - 1.75 mm per catheter extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The lumen was flushed using a lab inventory syringe filled with water. A leak was observed at the hole. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed a hole towards the proximal end of the catheter body. The edges of the hole were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, needle bevel , etc.). Functional testing revealed a leak through the hole when flushing the lumen. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the catheter was suspected to be leaking during placement. Therefore, it was removed and replaced with a new one. No injury to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".